Manufacturer narrative:
No product was returned for investigation. Since no material was received for investigation, the cause of the event could not be determined. The investigation did not identify a product problem.

Event description:
The initial reporter complained of discrepant glucose results for 1 patient tested with 3 accu-chek inform ii meters with serial numbers (B)(6) (meter c) compared to the laboratory. The result from meter a at 1:40 p.m. Was 283 mg/dl. The result from meter b at 1:40 p.m. Was hi (result >600 mg/dl). The result from meter c at 1:41 p.m. Was 385 mg/dl. The result from a sample drawn for the laboratory at 1:54 p.m. Was 221 mg/dl. Staff questioned the meter results as they seemed too high compared to the laboratory result of 241 mg/dl taken at 10:58 a.m.

Manufacturer narrative:
Qc passed on all 3 meters on (B)(6) 2023. The customer stated they used the same finger stick site for all 3 meter tests. The test strips were requested for investigation. On a regular basis, inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.